Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis event. The patient was treated with injection reflin (1 gram, once a day, route and duration not reported), injection tobramycin (40 milligram, once a day, route and duration not reported) and injection heparin (25000 iu in 5 milliter, three times per day, route and duration not reported) for the event. At the time of this report the patient had recovered and was discharged from the hospital. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.